Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had stuck at carefusion screen and application was not loading. The customer reported there was an issue occurred during patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A technical support specialist (tss) found that the application logs showed an unexpected error in the task "maintask," and identified that the sql server agent was disabled. The tss enabled and started the agent, but it stopped again. The station was rebooted, and following the restart, the sql server service ran without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had stuck at carefusion screen and application was not loading. The customer reported there was an issue occurred during patient care workflow. There were no adverse events or injuries reported based on this event.